Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported advantage blood glucose results of 224 mg/dl, 251 mg/dl,and 83 mg/dl within 10 minutes. Reported a second, separate comparison of 224 mg/dl, 121 mg/dl, and 154 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.